Event description:
In preparation for a vascular brachytherapy procedure, the 30mm transfer device and catheter were tested and water leakage into the sterile bag was experienced. During troubleshooting 5 sources were observed on the floor. Ii sources were eventually located, with the 12th source suspected to be inside the transfer device (td is still hot). No misadministration occurred, as the device was not used to treat a patient. Tld and film badges of the personnel involved were processed, and the dose was found to be negligible. A 40mm transfer device and catheter were used to treat the patient. Site reported that no seeds were lost, products will be returned to novoste for evaluation.